Manufacturer narrative:
The product was not returned to ldr medical. No visual and functional evaluation can be performed. The device was still implanted. Attempts to obtain more information have been made but without response yet. Investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: migration suspected. From information provided by the patient on the website of zimmer biomet: the patient had the mobi-c placed in 2 levels of his neck in (B)(6) 2017. He was told both discs had shifted to the left at the first check up. No information about the ref/lot of the product. Attempts have been made to obtain more information.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that two disc replacement devices were found shifted to the left during the first post-operative visit. No further information was provided.